Event description:
It was reported that the patient¿s lead was being explanted. No further information was reported. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la2717, implanted: (B)(6) 2002, product type: lead. (B)(4).